Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc sensor. A customer reported receiving a ¿hi¿ (readings greater than 500 mg/dl) error message from the adc sensor scan in comparison to an adc meter. Result of 39 mg/dl. When the results were plotted on a parkes error grid, fell into the "e" zone showing the difference in values to be clinically significant. The customer experienced hypoglycemia with symptoms described as sweating, "sickness," and hunger and was unable to self-treat, requiring glucose, juice, and a glass of milk from a third-party treat for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.